Event description:
Report received from the USA stating the device "was intermittently stopping". The event occurred during surgery. No injuries or intervention was reported. There is not additional information available.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the customer complaint was confirmed. The device met manufacturing specifications. No problem was found. If additional information is received, a supplemental report will be sent. (B)(4).